Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material# 302832. Batch# 2332124. It was reported by customer that the long piece of hair inside the wrapper inside the barrel of the needle. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint nat . Ref# (B)(4). Lot# 2332124. Description: supposed to be sterile. There is a long piece of hair inside the wrapper inside the barrel of the needle. Photo and physical sample available. No patient involvement/impact.

Event description:
No additional information received material# 302832 batch# 2332124. It was reported by customer that the long piece of hair inside the wrapper inside the barrel of the needle. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint nat ref# (B)(4) lot# 2332124. Description: supposed to be sterile. There is a long piece of hair inside the wrapper inside the barrel of the needle. Photo and physical sample available. No patient involvement/impact.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was hair inside the wrapper. To aid in the investigation, one sample in a sealed packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and there is a hair in the syringe barrel. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if proper gowning was not completed by an associate. A device history record review was completed for provided material number 302832, lot 2332124. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.